Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter displayed an unknown "ER" message. On (B)(6) 2010, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 1 pm. The cca was advised the patient manages his diabetes with oral medication (did not want to specify type/ amount). It is not known what action the patient took at the time of the alleged issue; however, stated he took more food and/ or drink. About 5-6 hours after the start of the alleged issue, the patient claimed he felt symptoms of dizzy and "fainted." The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k021819.